Event description:
The patient developed a post-procedure infection after the removal of the trial leads. Patient was hospitalized and treated with antibiotics.

Manufacturer narrative:
Explanted product was discarded by the medical center and will not be returned for evaluation. The patient was discharged. The patient's infection has cleared.